Manufacturer narrative:
The device was returned to bsn, but no eval will be performed. There is no complaint or alleged deficiency with the device. The device was returned because the physician dropped it on the floor and therefore, could not be re-implanted in the pt. This is a final report.

Event description:
A report was received that a pt was experiencing discomfort at the ipg pocket and had a pocket revision. During the procedure, the ipg fell onto the floor when removed from pocket and was replaced. The pt was doing well following the procedure.